Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 1.41, lab: 2.5. Additional data: (B)(6)2010 meter 5.1, (B)(6)2010 lab 2.0, (B)(6) meter 1.5. Has been on coumadin approximately 10 years. Not on heparin, lovenox, amiodarone, abx. No cancer, anemia, aps, lupus, thyroid dysfunction. No change in rxs. No change in lifestyle (diet, exercise, stress). Long time patient self tester.